Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(6) patient dob and weight not provided for reporting. (B)(4) lot unknown, UDI unavailable. Original implant and therapy date reported to be 5 weeks prior to revision surgery. Device malfunctioned intra-operatively and was not implanted / explanted device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery of a tfn-advanced proximal femoral nailing system (tfna) helical blade on (B)(6) 2017 due to the helical blade pushing through the femoral head and penetrating the patient¿s pelvis. It appeared that the patient¿s greater trochanter had fractured, causing the surgeon to believe she may have fallen again; however, the patient and her husband claim she had not fallen or hit her hip against anything since the initial surgery. A long nail with unknown size and a 95 mm helical blade were originally implanted for a hip fracture approximately five weeks prior to the revision. The patient experienced pain 5 weeks postoperatively; x-ray images revealed the helical blade had been pushed through the femoral head and penetrated her pelvis. During the revision, the surgeon extracted the helical blade and replaced it with a shorter (80 mm) tfna lag screw and statically locked it. Additional fixation was achieved with a 2.7 mm locking compression plate (lcp) plate and 2.7 mm cortical and locking screws as well as a 6 hole proximal femur hook plate with bi-cortical screw fixation in the shaft and zero screw fixation in the head of the plate. The revision surgery was completed successfully with no surgical time delay and no patient harm. Patient status following the surgery was reported as stable. This complaint involves one (1) device. Concomitant device reported: nail (quantity 1); distal interlocking screw (quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Other UDI: (B)(4) unknown (10) lot unknown, UDI unavailable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.